Event description:
During a lc procedure, during using on the patient, suddenly the blade did not work, and a solid tone was heard. Then installed again, the blade could not work yet. At last another one was used to complete the or. No patient consequence.